Event description:
The pt had esophageal ablation with the device in 2003. The pt was phoned two weeks later to follow-up on post-operative procedure status. Pt has had several episodes for food not going down and having moderate to severe pain in chest when trying to eat. Pt was brought into office to determine status. It was determined that the pt had 1 cm benign-appearing, inflamed stenosis at 35 cm and was transversed. Successful dilation was performed with scope passage. A mild tear was seen. Inflammation of tissue was seen, and distorts the anatomy.